Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was not available for evaluation. A follow-up report will be filed should any significant supplemental information become available. The MDR aware date is (B)(6) 2009 the date baxter received information that an adverse event or medical device malfunction has occurred. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Event description:
A customer reported to baxter (B)(4) that during hemodialysis therapy the arterial chamber became filled with air. There is no sample available. There was no injury or medical intervention reported.